Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One tapered screw-vent implant (tsvwb11) was returned for investigation. Visual evaluation of the as returned products identified that the collar was fractured and there was bone residue around the external threads due to usage. Additionally, the implant was still engaged with the removal tool. There were no allegations against the removal tool. The investigation was performed only on the implant. Functional testing was performed to remove the removal tool. The devices were not able to disengage .pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth 36 (fdi) for approximately 7 years. X-ray or picture image was not provided. DHR review was completed for the subject lot number (62275636). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (62275636) and no other complaints about nonconforming products were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, a removal tool was identified to be stuck in the implant¿s drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) k013227.

Event description:
It was reported implant removed due to fracture.